Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an aortogram revealed severe paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed with no change in pvl was reported. The balloon was over-filled to further expand the valve frame and a ventricular septal defect (vsd) was noted. The patient was becoming hypotensive and was required to be placed under general anesthesia. A second transcatheter bioprosthetic valve was implanted successfully valve in valve and reduced the pvl to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.